Event description:
Allegedly, patient was revised due to pain; metal synovitis; aspirated whitish fluid; ambulatory difficulty. (Right).

Manufacturer narrative:
This is the same event as 3010536692-2015-00761, -00762.